Event description:
It was reported that the pump displayed error code 41786 (potentially indicating a malfunction of the pumps printed wiring assembly (pwa) board) during testing. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was duplicated. The probable cause was traced to damage of the main board. The dso seal was replaced along with the main board, and the device passed all testing.